Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the transfer set detached from the titanium adapter which resulted in a leak. This occurred during unknown process step of peritoneal dialysis therapy. The transfer set was replaced, however the titanium adapter remained in use. The patient received prophylactic intraperitoneal antibiotics for 48 hours as precautionary measure. There was no patient injury associated with this event. No additional information is available.